Event description:
A customer in the united states notified biomérieux of a false resistant ertapenem for a proteus mirabilis patient urine sample using vitek® 2 ast-gn66 test kit in duplicate (reference #: 413398 lot# : 5861021103). The proteus mirabilis strain tested susceptible, and was then modified to resistant by the vitek 2 advanced expert system¿ (aes). The isolate was sent to a reference lab for testing and the results were susceptible. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint for a false resistant ertapenem result for a proteus mirabilis strain in association with the vitek® 2 ast-gn66 test kit. The customer strain was not submitted for investigational purposes. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Regarding the original complaint, mics obtained by vitek® 2 were as expected. The concern was regarding the therapeutic changes made by aes in response to proposal of the carbapenemase phenotype. Undesired therapeutic changes can be removed by the user, in a user-defined parameter set. Ast-gn66 lot #5861021103 met final qc release criteria. This lot passed qc performance testing.